Event description:
This 47-yr-old female had saline filled breast prosthesis implanted 5/11/92. She recently noticed decrease in breast size. Gross exam: both implants are empty of most of the fluid. There is a linear incision noted in both implants.